Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device withheld therapy during ventricular tachycardia and it classified the event as supra ventricular tachycardia. It was also reported there was non-sustained ventricular tachycardia. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device withheld therapy during ventricular tachycardia and it classified the event as supra ventricular tachycardia. It was also reported there was non-sustained ventricular tachycardia. The device remains in use and no patient complications have been reported as a result of this event.